Event description:
The facility called and reported that during a shoulder repair the distal portion of an expressew needle broke off into the patient. The surgeon does not know if the broken fragment is still in the patient or not, used x-ray to locate but to no avail. They are reporting no patient harm. They have filed a medwatch report. The facility has possession of the broken needle but at this point in time are not sure if they will release it or not.